Manufacturer narrative:
It is unknown when patient¿s pain began. The 510k: this report is for an unknown trochanteric fixation nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date two and half years prior to explantation. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of titanium (ti) trochanteric fixation nail (tfn) helical blade due to pain. The patient was originally implanted two and a half years ago. The helical blade was removed as planned with no complications. It was not replaced with a new blade. The tfn nail and the distal intramedullary locking bolt remained implanted. The procedure was completed successfully with no surgical delay reported. Current patient status is unknown. This report is for an unknown trochanteric fixation nail. This is report 2 of 3 for (B)(4).